Event description:
The "autofill failure" alarm sounded from the pump and blood was noted in the helium shuttle tubing under the dressing. On 5/12/1998, datascope was notified that the intra aortic balloon was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 5/9/1998. (Pt's current status: stable-reported 5/9/1998.